Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to place the problematic pump in storage mode and return it using a provided return box and pre-paid label. A replacement pump was sent to the customer, who will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted.